Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, error codes related to the internal occurred. The internal battery was replaced to address the reported issue. In addition, the device evaluation found the following unrelated to the reportable issue; enclosure misaligned, removed screws and realigned enclosure.